Event description:
The customer ran four consecutive blood tests on the contour meter and received a reading of hi for each. She gave herself 40 units of insulin on the advice of the doctor. She passed out and was taken to the hospital for treatment. Further information about the incident was not provided. The test strips are to be returned for evaluation. New meter and strips were sent to the customer.